Event description:
The hospital reported loss of mechanical ventilation due to battery failure. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).